Event description:
It was further reported that a stent thrombosis occurred at the time of the event. The patient experienced ischemic symptoms. Medication was given to treat the myocardial infarction, the event was considered resolved with residual effects and the patient was discharged on aspirin and clopidogrel.

Event description:
It was reported that during a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction, pericarditis and transient slow flow and post procedure a myocardial infarction occurred. Target lesion # 1 was located in the proximal 1/3rd of the saphenous vein graft (svg) to the proximal left anterior descending (lad) artery with 70% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with direct stent placement using a 3.5 x 16 mm ion stent, with 0% residual stenosis. Target lesion # 2 was located in the ostium of the svg to the proximal lad with 90% stenosis and was 38 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with pre-dilation and placement of 3.5 x 38 mm ion stent with 0% residual stenosis. Post stent deployment, transient slow flow was noted in the distal lad, which resolved post administration of nitroglycerine. There was a timi 3 flow before the procedure and timi flow 3 after the procedure. Post index procedure, before discharge the patient experienced a non q-wave myocardial infarction (mi). The patient experienced pleuritic chest pain consistent with pericarditis following the procedure and his electrocardiogram showed changes consistent with anteroseptal mi. Cardiac enzymes were elevated consistent with an mi. Medication was given for treatment. The event was considered resolved without residual effects, and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. Same case as 2134265-2012-01930. It was further reported that post index procedure before discharge, the patient presented with recurrent chest pain lasting more than 20 minutes. An ECG was performed which revealed changes indicative of ischemia, antero-septal st segment elevation and suggestive of non q-wave myocardial infarction (mi). Laboratory investigation revealed (peak troponin= 1.53 ng/ml, uln= 0.03 ng/ml; peak ck= 1704 iu/l, uln= 232 iu/l; peak ck-mb= 138.6 ng/ml, uln= 5 ng/ml).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Describe event or problem and patient updated. (B)(4).